Event description:
Dealer is stating that the unit has inconsistent alarm, units alarm is going on and off.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.